Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it was resetting during pulse delivery.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse delivery) has been confirmed. As received, the monitor failed incoming testing. The cause of the resets and test failure was likely an intermittent bga component u500 (dsp) on the computer / analog (ca) board. The intermittent component is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor.